Event description:
It was reported that "handle cracked during procedure"...

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report.